Manufacturer narrative:
(B)(4). Upn- search reported as unknown to (B)(4). Upn reported as (B)(4) updated to (B)(4). Catalog/model # reported as unknown updated to tu2006. Device lot number reported as unknown updated to 18252948. Device expiration date reported as unknown updated to 07/31/2018. Device manufactured date reported as unknown update to 08/22/2015. (B)(4).

Event description:
It was further reported that the pericardial effusion was noticed following the pigtail and watchman access system (was) entry into the laa. It was noted before advancing the device but the leak looked small and the was was in a good location to deploy the device. The decision was made to deploy the device anyways. The distal tip of the device was not at the location of the leak into the pericardial space. The was was deep seated in the laa prior to the deployment of the delivery system. There was a simple collection of fluid around the heart without major clinical effect. Drainage was not deemed necessary. The patient had pericarditis the following day. They did well and was discharged from the hospital after two nights stay at the hospital. They are doing well now.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08899. It was reported that pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system and watchman laa closure device & delivery system were used. A pericardial effusion was noticed during the procedure. The procedure continued and the device was deployed and released as it met release criteria. The pericardial effusion was monitored. The patient was hemodynamically stable, so no intervention was performed. They did a repeat echocardiogram in the holding area and the pericardial effusion and patient were stable.